Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements and noise due to an apparent lead fracture. The device remains in service. No adverse patient effects were reported.